Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# va0td32, implanted: (B)(6) 2015, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
The patient was implanted for urinary dysfunction and gastrointestinal/ pelvic floor issues. The consumer reported that since implant the device had been on its side and moving in the pocket. The device was in the patient's right hip and caused pain when the patient slept on her side. The patient did not feel stimulation and the therapy was on. It was noted that the trial worked well but the implant did not. It was not working right and the doctor could not get it to work on program 4. The patient also went to the doctor nearly every day due to intermittent stimulation. The patient called a manufacturing representative and they got the device working on 3.3 which she then increased to 3.5, but then it stopped working two days later. It was also noted that there was a communication issue with the patient programmer. The patient first saw the poor communication screen 6 weeks ago when the doctor confirmed that the implantable neurostimulator (ins) was on its side. The patient had leakage issues that were causing sores in the vaginal area and she was getting up 3-4 times per night. There were no falls/ trauma related to this event. Additional information received from the manufacturing representative reported that the rep was not informed of the ins movement. He reportedly showed her how to use her remote and he did not reprogram her device. The rep followed up with the patient and the patient said that the device was helping with her symptoms but she reportedly had diverticulitis, prior to implant,<(>,<)> and was dealing with ramifications from this. No interventions were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.